Event description:
It was reported that, "this patient has had 4 dislocations since (B)(6) 2011. First dislocation, she was able to pop it back into place herself. Three times she had to be taken by ambulance to the emergency room and two resulted in hospital stays." According to the patient, the dates of the additional dislocations were (B)(6) 2011. No revision surgery has taken place.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.